Manufacturer narrative:
Upon investigation of this incident, a technical support specialist (tss) connected with the customer and confirmed that the issue was due to a carousel. The customer confirmed that both carousels had self resolved, and no further investigation was required from the tss. The system functioned as intended, and the technical support specialist closed the case.

Event description:
It was reported that when using the bd pyxis¿ es server, both stations were unable to authenticate and also not able to login by nurse's and it affected their workflow and patient care. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.